Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03644, 3006705815-2021-03646. It was reported by the patient their system was not working as they indicate the ipg would shut-off without prompting. The patient also stated one of the leads was not functioning. Surgical intervention took place in which the system was explanted. It is unknown which lead was not functioning; therefore both leads are being reported on.